Manufacturer narrative:
(B)(4).

Event description:
Pt's mother reported signal loss.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/14/2018 that on (B)(6) 2018 a loss of connection had occurred. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. A probable cause could not be determined. No additional event information is available.